Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels could not be confirmed. There were no irregular bolus requests or deliveries. Cgm alert 3 (cgm glucose reading below user threshold) annunciated multiple times on 01/01/18. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unspecified low blood glucose (bg) and the customer "passed out". Reportedly, the customer did not hear or feel the vibrations of the continuous glucose monitor low alerts as the customer reported to have slept through the sound as well as the vibrations. The customer confirmed and acknowledged that the alert had declared via sound as well as vibration and was reportedly not alleging an issue with the pump. The customer's wife poured honey into the customer's mouth and called an emergency medical technician (emt). Bg elevated to 80 mg/dl prior to arrival of emt and customer did not go to emergency room or hospital. The cause of bg was unknown.